Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that while using the device for the infusion of insulin, the home care patient vomited which prompted the patient to look at the pump which revealed an occlusion alarm. The home care patient reported that the interruption in insulin therapy resulted in their blood glucose levels rising to 500 mg/dl which resulted in the patient seeking additional medical assistance at the emergency room. According to the home care patient, the patient removed the infusion set while at the emergency room and found the plastic cannula bent in a 90 degree angle. The patient reported that the hospital administered insulin and saline to resolve the patient's high glucose levels. The patient reported that they were also being treated for ketones with saline and insulin; however, ketone levels were not tested.